Manufacturer narrative:
Additional manufacturing narrative: the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted., additional manufacturing narrative (if other).

Event description:
The customer reported that the touch screen will randomly navigate to different screens with no touch input, and will not allow one to touch the settings gear icon. No consequences or impact to patient were reported.

Manufacturer narrative:
Other, additional manufacturing narrative (if other): the returned device was evaluated. During investigation, the display was found to be unresponsive in certain areas and was found to navigate to another screen without intervention due to a defective lcd. The lcd was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over three (3) years with no previous reported issues related to this reported event